Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated the device shift check failed due to a battery. There was no patient involvement.